Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was under sensing noted on a confirm device. There was a pause episode. There were no patient consequences. Additional information was not reported.

Event description:
New information received notes that no programming changes were made. Patient was stable.